Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface, catalog # 00596003012, lot # 60631354; femoral component, catalog # 00596001451, lot # 60574568. Report source: japan. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Multiple MDR reports were filled for this event: 0001822565-2023-00317; 0001822565-2023-00904. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure fifteen years post implantation due to loosening and wear. The surgeon suspected that the loosening might be caused by wear of the polyethene articular surface prosthesis. Attempts to obtain additional information have been made; however, no more is available.